Event description:
(B)(6) alleges that the car charger to the xpo100 never worked since he got it and just realized a few months ago when he went to use it.

Manufacturer narrative:
No RMA has been initiated for this issue. Model xpo100b, serial number/date code (B)(4) is approximately 2 years old. The owner's manual part number 1148112 rev d was issued with this device. The owner's manual is also found on-line at invacare.com. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. (B)(6) alleges that the car charger to the xpo100 never worked since he got it and just realized a few months ago when he went to use it.